Event description:
An umbilical catheter was inserted in one patient and 2 days later broke at the hub/line junction. An umbilical catheter in another patient started leaking at the hub. The line was inserted the day prior.neither patient experienced changes in plan of care as a result of these events.======================manufacturer response for umbilical line, utah med (per site reporter).======================they have not switched to a different manufacturer nor have they had any recent issues other than hospital staff accidentally cutting device.